Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer did not mention any form of treatment for their blood glucose levels. Customer had a total hysterectomy and medical issues that caused the high blood glucose. The customer stated that they will call back to troubleshoot the issue once they are home to pull the cannula out of their body to see if it was bent. The customer did not return the product back for analysis.